Manufacturer narrative:
(B)(4). (B)(6). (B)(4). The device was serviced by a service technician as part of preventative maintenance. A visual inspection, alarm log review, battery testing, and functional testing were performed. During the alarm log review the f-94 alarm was identified. A visual inspection identified the cause of the alarm to be a swollen battery and blown fuses. The battery and fuses were replaced and the pump was serviced to meet functional specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During on-site service, the baxter service technician identified an f-94 alarm (configuration option settings checksum is not 0) on a flo-gard infusion pump. Additional information is not available.